Event description:
It was reported to philips that the system did not start up. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred and the diagnostic procedure was performed by the customer and procedure was continued after manually starting up the host pc. The customer reported that the system was unable to start up. No further information regarding the issue has been provided. No service has been performed by philips since the customer did not call for philips evaluation service. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was correctly updated.